Event description:
It was reported the patient underwent initial knee arthroplasty on unknown date. Subsequently, the patient was revised due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray. Unknown tibial bearing. Report source: foreign country: germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02247, 0001822565 - 2022 - 02248.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g3; h2; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. The patient underwent revision surgery for an exchange of the articular surface. The previously reported femoral component was not revised and therefore not implicated in the adverse event. The initial report for this device was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.upon receipt of additional information, this device was determined to be not reportable. The patient underwent revision surgery for an exchange of the articular surface. The previously reported femoral component was not revised and therefore not implicated in the adverse event. The initial report for this device was forwarded in error and should be voided.